Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that he obtained a blood glucose reading of 188 mg/dl on the contour meter. The customer stated that he was experiencing symptoms of hyperglycemia such as shakiness, sweating and had difficulty breathing. The customer reported that he went to the hospital where his blood glucose reading was measured as 400 mg/dl. He was hospitalized for three days. While in the hospital, the customer was treated with 6 units of insulin and recovered well. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information involved in the event was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter and in-house contour next test strips, which gave a satisfactory performance.